Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of the grips. There was a .180 offset at the tips, indicating overloading at the tip. The electrical continuity test was performed and passed. Failure analysis concluded that the bent grip damage was likely due to mishandling. Failure analysis also observed a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis also observed an indentation at the inner edge of the distal pulley and visible scratch on the surface of the pulley. Failure analysis concluded that the indentation was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the jaws were not aligned on the fenestrated bipolar forceps instrument. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.